Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was variable, and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, the v sensing integrity counts were up to 365, and vt-ns episodes were noted with evidence of lead noise oversensing. Additionally, beginning (B)(6) 2015, the rv pacing impedance has been varying up to 1235 ohms and down to 342 ohms. The lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in three days and rv lead impedance variation in the last 60 days. Concomitant medical products: 5076 lead, implanted: (B)(6) 2002. (B)(4) .

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. There were a number of sensing integrity counter (sic) episodes and the impedance was variable. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.